Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in-stent thrombosis occurred. In (B)(6) 2016, a 3.00x20mm promus premier¿ drug-eluting stent was implanted in the mid left anterior descending artery (lad). In (B)(6) 2016, the patient presented due to an in-stent thrombosis on the previously implanted promus premier¿ stent. A guide wire was inserted and a 3.5mm non-compliant balloon catheter was advanced and post dilated the stent. The flow was then re-established. No further patient complications were reported and the patient's status was fine.